Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage was noticed. The lesion was located in the left anterior descending (lad) artery. The physician was preparing to implant a taxus express2 2.5x24.0mm drug eluting stent. The physician opended the device packaging and found the stent to be evaginated (surface of the stent was not very smooth and the strut was cocked). The physician successfully completed the procedure with another taxus express2 2.5x24.0mm drug eluting stent. There were no pt complications.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report. Therefore, a failure analysis is not available, and we are not albe to determine the root cause of this event.